Event description:
It was reported that an occlusion alarm occurred, but the alarm number could not be verified in the pump history. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. The customer resolved the issue by changing the infusion set and cartridge and then resuming insulin. Tandem technical support closed the case, as no further assistance was necessary.